Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the angiomed guidewire that are cleared in the us. The pro code and 510 k number for the angiomed guidewire are identified in d2 and g4. Manufacturing review: . Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: a guide wire was returned for evaluation, along with two other guide wires returned by the same customer. The guide wires were returned without original packaging; however, it was reported that all three guide wires were from the same lot. All three wires showed the same deformations, such as kinks or bent segments. Due to the nature of the deformation, it can be reasonably assessed that the deformation occurred during use. No indication could be found that a manufacturing issue caused or contributed to the deformation. Based on the evaluation of the samples returned the reported guide wire deformation is confirmed. However, a definite root cause could not be determined. Labeling review: review of the current labeling was conducted. Potential risk of the reported issue was found addressed. Regarding a potential damage prior to use the instruction for use states: verify that the packaging and the device are undamaged, and that the sterile barrier is intact. If damaged, do not use. And inspect the guide wire for kinks, coil separation and other possible damage" regarding use of the guide wire the instruction for use states: after vessel puncture, insert the flexible end of the guide wire into the needle. (...) Position the guide wire inside the vessel and monitor the guide wire tip during any manipulation, using fluoroscopy. (...) The guide wire should be advanced and retracted slowly and should not be forced against any perceptible resistance inside a vessel or instrument. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a ureteral stent placement procedure, the device ptfe coating allegedly deformed. There was no reported patient injury.